Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Clinician reported shock impedance greater than 150 ohms since august 2024. In-office testing revealed shock pathway rv to can and rv to svc and both were greater than 150 ohms. Isometric testing was performed and noise was seen on farfield channel. All other trends within normal limits. Lead currently remains implanted. Should additional information be received, this file will be updated.